Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported that the pump did not sound an audible alarm tone during an alarm condition. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.